Event description:
N/a.

Manufacturer narrative:
The licox brain oxygen monitoring probe (ref cc1p1) was not returned for evaluation as it was discarded by the facility. However, the device history records were reviewed and no anomalies were observed that could explain the reported event. The complaint is unverifiable and the root cause of the probe dysfunction could not be evaluated by device investigation. Additional information from the facility advised that the events were not linked to a device quality issue but to independent complication linked to the evolution of the patient hemorrhagic lesions: the extremity of the probe was in direct contact with the intracerebral hematoma, and this conducted to progressive dysfunction of monitoring. In addition, hemorrhage is a known complication associated with intracranial sensors as stated in the device instructions for use, and is an acceptable complication per risk file. No further investigation nor corrective action is deemed required; the complaint is considered closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It has been reported that during a clinical study, licox brain oxygen monitoring probe (ref cc1p1h) generalized tonic-clonic seizure. Tomography head scanner showed intra-parenchyma hematoma at the level of the probes (pic and ptio2). Air bubbles were noted in the hematoma. The licox probe was found defective after hypoxy test. Additional information received indicates that the incident has been classified as "device cannot be used, but no risk for the patient" and that the incident involved independent complication linked to the evolution of the patient's hemorrhagic lesions. The product card was not retrieved so they are unable to provide the data of the monitoring; functionality/lack of functionality was not verified after the product was pulled out in room air and the probe was discarded after explantation. The patient was reported as stable and getting better.